Manufacturer narrative:
(B)(4): results: wedge band bypass. Evaluation summary: the analysis results showed that one instrument was returned in good visual condition and with a reload cartridge loaded that was noted to have a wedge band bypass. The returned cartridge was noted to have the left side 1/6 partially fired and the right side fully fired. When tested for functionality with a test cartridge, the instrument fired conforming.

Event description:
It was reported that when the device was used during a liver resection, the device did not fire properly. Another like device was opened to complete the case. There was no patient consequence.